Manufacturer narrative:
This console was serviced at the customer's site. The field service engineer inspected the console and found low waterflow, which caused the q switch to overheat. The device history record (DHR) confirmed that the device met all material, assembly and performance specifications. The reported event was confirmed, however, due to the lack of evidence and returned product, the conclusion code assigned to this investigation cannot be established.

Event description:
It was reported that, during a procedure, the console issued error 710 and 320.6 and then stopped working. The procedure was aborted. There were no patient complications. This event is being reported for aborted/cancelled procedure with a patient whose sedation status was unknown.

Event description:
It was reported that, during a procedure, the console issued error 710 and 320.6 and then stopped working. The procedure was aborted. There were no patient complications. This event is being reported for aborted/cancelled procedure with a patient whose sedation status was unknown.